Manufacturer narrative:
A ge oec service representative investigated the issue and found communication lost with ccd camera. The connections to the camera were re-seated. System parameters were verified. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had reported distorted or broken image displayed. Also displayed communication failure message.